Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and prime alarm during the basic occlusion test due to detached end cap. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and address/serial label missing.

Event description:
It was reported that the customer received a compromised force sensor system alarm while trying to refill the insulin pump. The customer's blood glucose was 192 mg/dl. Troubleshooting was done. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was protruded and that it became completely loose. Explained that the alarm may have been caused when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.